Event description:
A malfunction alarm labeled malf 12 was reported, but there were no notable events preceding it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged and understood.